Event description:
It was reported that the patient's generator could no longer be interrogated and the patient was now experiencing an increase in seizures and that magnet swipes were no longer aborting seizures. The manufacturer's battery life calculation confirmed that the battery was at end of service. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the generator the patient is currently implanted with is a model 102r. No other relevant information has been received to date.

Event description:
The patient was noted to have a full system replacement. The product models that were indicated to be explanted during the full revision surgery are different than the devices that are captured in the manufacturer's database and therefore different than the suspect product in the MDR. Follow-up is being performed to confirm if a mistake was made when noting the explanted products, or to confirm if the patient had a previous full system replacement on unknown date. Suspect product will not be changed at this time but this will be re-assessed as additional information is received. No additional or relevant information has been received to date. The explanted device has not been received to date

Event description:
Through a manufacturer's periodic review of programming history, it was identified that high impedance was detected on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.